Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy. Customer was educated lyumjev brand insulin is off label to be used in mobi pump.